Manufacturer narrative:
(B)(4). Please see associated: 0001825034 - 2019 - 01660, 0001825034- 2019- 02871. Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported the patient underwent a manipulation under anesthesia to address knee stiffness and limited range of motion. No further information is available at this time.

Event description:
No further information is available at this time.

Manufacturer narrative:
- No product was returned or pictures provided; visual and dimensional evaluations could not be performed. - device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. - the reported products were not compatible, an xp femur must be used with the xp tibial bearings. - joint assist findings identified the patient has undergone mua due to joint stiffness in left knee and rom limitation. - the incompatible implants might have contributed to the event, but a definitive root cause cannot be determined. - complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.